Event description:
It was reported by service report that the footboard was damaged. It was further reported that the main power cord resistance was too high. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - footboard.